Event description:
It was reported that during a shoulder arthroscopy and labrum surgery the needle broke off inside the shoulder joint. The broken piece was retrieved from patient, an additional time was required to remove the broken piece. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-13995n, batch 14970567, was received for evaluation. Visual inspection revealed that the point/tip of the needle was broken off. Both pieces of the tip were bent. The measurement of both tip pieces thickness according to drawing c25804 at revision 2, with a specified dimension of .0130 ± .0005, resulted in both pieces measuring 0.0133, and 0.0132, which is within the acceptable range. Functional testing is not applicable to this because the damage. -the most likely cause of this event is misuse of the device. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site.